Event description:
A report was received that the pt underwent a lead explant procedure. The lead was irritating the pt with the stimulation turned on and off. The pt did not use the lead in any of his programs. A port plug was inserted into the ipg and the pt was receiving good paresthesia with a single lead. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead will not be returned to bsn as it was discarded by the medical facility.